Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d6(a), h6.

Event description:
Patient reported left side implant had started to leak into the surrounding tissue. Healthcare professional reported the implant had a sticky substance on the breast but not ruptured (captured as gel bleed) and capsular contracture, baker grade unknown. The device has been explanted and replaced.

Event description:
Patient reported "concern about the implant" and "implant had started to leak into the surrounding tissue". Patient later reported "rupture discovered during explant surgery". Healthcare professional later reported "exchange of implant and removal of capsulectomy and sticky substance". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.